Event description:
It was reported there was stimulation in the wrong location that started on the day of the report. The patient was implanted the day before the report and did not feel stimulation in her back like she was supposed to. Rather, she felt it down underneath her butt and in her thighs, legs, and feet. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the manufacturer's representative (rep) was calling to talk about a patient who was a trial patient that contacted the manufacturer directly. The rep. Had some information requests and questions that they wanted to be able to answer and requested a call back.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID neu_ptm_prog, product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient called the manufacturer because she needed reprogramming during her spinal cord stimulation (scs) trial. She was not getting adequate coverage or pain relief. The manufacturer's representative (rep) wasn't sure of the exact date the patient called. The rep. Met with the patient to adjust the patient's stimulation.